Event description:
It was reported that approximately a year after the initial implantation, the patient underwent a revision due to bearing dislocation while performing everyday activities. The surgeon noted that the bearing showed signs of material consumption and worn out edges. The remaining implants show no signs of loosening. Due diligence is in progress for this complaint; no further additional information or product has been received.

Manufacturer narrative:
(B)(4) d10 - associated medical devices: oxford uni twin-peg femoral md; item# 166942; lot# j7469838 oxf uni tib tray sz d rm PMA; item# 154725; lot# 7290114 g2 - foreign: poland investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (nicked, gouged) and confirmed that implant exhibits wear. Dimensional analysis of the product determined that the product, where measured, was conforming to the print specifications, however, due to wear, the thickness could not be measured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed. There are multiple undated images therefore a timeline could not be established to correlate to the allegation of dislocation and/or wear. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.